Manufacturer narrative:
Manufacturing evaluation revealed the received condition of the lid is noted as "used" with no signs of damage from the field. The black anodized surface has discoloration and the laser etch displays minor damage from the sterilization process/s it was subjected to. This component was manufactured and conforms to the specifications required at the time of manufacture. Placeholder.

Event description:
On (B)(6) 2013, it was reported during a sales management meeting on (B)(6) 2013, that a surgeon had a case where a 20 mm, 2.7 mm cortex screw (part no. 202.880) measured approximately 1.0 mm long against the measurement tool which was incorporated into the screw rack lid (part no. 60.119.033). The actual length of the cortex screw was questioned in the operating room. It was checked against a set available on (B)(6) 2013. The issue was reproduced so it appeared that this was not a packaging issue; it appeared that the different screw heads have an impact on the accuracy of the measurement. The case was completed without incident. This is report 2 of 2 for complaint(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. A product development evaluation was performed. The drawings for the rack lid and the screw were reviewed. It appears that the issue is caused by the tolerance stack of the etching on the measurement tool. The part is dimensioned in such a way that cumulative tolerance on the etch marks could allow the measurement to be off while the part is still within the specifications. The screw has a +0.8/-0.0 tolerance on the overall length which could explain part of the measuring discrepancy. However, other screws also measured long, suggesting that the issue is with the screw rack lid. The complaint condition was most likely caused by the tolerance stack on the etching so this complaint is confirmed from a design perspective. A design change order was approved in order to address this issue by changing the way the etching is dimensioned to limit the potential for cumulative dimensional error. The issue has been corrected. (B)(4)

Manufacturer narrative:
Device was used for treatment not diagnosis. Placeholder.